Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 62.5 62.5, item# 183026, lot# j6267111. E1 vngd cr tib brg 63/67x14 x 14, item# ep-183424, lot# 538780. Cobalt hv bone cement 40g, item# 402282, lot# 522710. Report source: (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and three weeks post implantation due to pain and locking bar backing out. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. Corrected: h4. No product or photographs were returned; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.